Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lowest interlink luer of a vented continu-flo solution set with 3 injection sites could not be accessed with a needle (non-baxter product). The reporter stated that an upper interlink luer was able to be accessed by the needle. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.